Event description:
Customer reported a low blood glucose event. Customer almost passed out. Customer's wife called the paramedics. The blood glucose level dropped to 20 mg/dl. Customer stated that the insulin pump shut off on him. Customer does not remember if he received an alarm. Customer stated that he was exercising. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.